Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding the foam packaging being stuck to the inner blister tyvek lid involving a femoral head adaptor sleeve was reported. The event was confirmed. Visual evaluation of the returned device packaging confirmed that inner blister tyvek lid was attached to the cylindrical packaging foam from the void-filling and heat sealing process. No further information was requested as there is no indication that the event was related to patient factors. A device history review indicated that all devices that were accepted into final stock conformed to specification. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a femoral head adaptor sleeve was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging.

Event description:
It was reported that sterile implant flipped out onto floor, while opening the packaging. Another implant with the same catalog number was implanted. Add'l information. It was reported that when opening the taper sleeve the lid on the inner plastic container was fused to the foam on the inner container. The outer container was fused to the entire inner container, when he went to peel off the outer lid the inner was attached.

Event description:
It was reported that sterile implant flipped out onto floor, while opening the packaging. Another implant with the same catalog number was implanted.